Manufacturer narrative:
This report is submitted on may 19, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth and subsequently was placed under general anesthesia on (B)(6) 2021 in order to exchange the abutment and remove the excess skin.